Manufacturer narrative:
Device is a combination product.

Event description:
It was reported a shaft break occurred. A percutaneous coronary intervention was being performed with a 3.50 x 12 synergy drug-eluting stent. The synergy was unable to pass the calcified lesion. It was attempted to be withdrawn which was noted as being hard to do. After being removed from the patient, it was seen that the shaft of the device was broken. Imaging was completed to confirm that the entirety of the device was removed from the patient's body. The procedure was completed with another stent without further issue or patient harm.

Manufacturer narrative:
Device is a combination product. Dev. Returned to manufacturer: the 3.5 x 12cm synergy stent delivery system was returned and analysis was completed. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge ID #g26731 and the result was 0.0420 inches, which is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 9.4cm distal to the distal strain relief. Multiple hypotube kinks were identified at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported a shaft break occurred. A percutaneous coronary intervention was being performed with a 3.50 x 12 synergy drug-eluting stent. The synergy was unable to pass the calcified lesion. It was attempted to be withdrawn which was noted as being hard to do. After being removed from the patient, it was seen that the shaft of the device was broken. Imaging was completed to confirm that the entirety of the device was removed from the patient's body. The procedure was completed with another stent without further issue or patient harm.